Event description:
The complainant reported that during a demonstration of a lithotripter basket, the basket was being closed around a voiled sweet with an alliance gun when the wire detached from the handle. Neither the basket or sweet broke.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.